Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A synergy ous mr 4.00 x 16mm was selected for treatment. Following deployment of the stent, a dissection was noted on the proximal end. An additional stent was then deployed overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.